Event description:
While the device was plugged in, the cord was pulled and pulled the cord out of the device, damaging the ac port, and the device is not able to be used. There is no patient involvement.